Event description:
It was reported that the patient presented in clinic for a routine follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited a drop in pacing impedance. During the rv lead revision procedure on (B)(6) 2026, the septum surrounding the set screw detached from the pacemaker header while the physician was unscrewing the lead. The pacemaker was explanted, and the rv lead was capped; both the pacemaker and rv lead were replaced. The patient was in stable condition.